Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The system failed imaging modalities. Dose was measuring on the high side, fluoro-9.6 r/min and boost-21.3 r/min. The medtronic representative calibrated dose to within tolerance. Fluoro-8.5 r/min and boost-18.4 r/min. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with dose calibration. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A biomedical engineer representative from the site reported that the physicist annual report was showing the maximum dose of 20r was exceeded for the imaging system. The physicist has classified the system as down. There was no patient present when this issue was identified.